Event description:
A customer reported observing leakage while using the vial-mate adapter. This observation was made once the adapters were activated and they attempted to mix the unka baxter dextrose solution. The customer noted that the leak may have originated from three holes at the top of the "gripper". This event occurred outside of patient use. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured 1/16/14 - 1/21/14. Evaluation summary: the sample was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with no issues noted. The device was found to function as expected. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.